Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. The patient was referred to a specialist and the tooth was ultimately extracted due to it being fractured and to preclude permanent (irreversible) damage to a body structure. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, and the tooth was ultimately extracted due to it being fractured.